Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken upper hinge door, and broken bezel assy upper hinge. Replaced damaged bottom rear case, and corroded right, left iui. The probable root cause of the reported issue was due to wear of the door assembly. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 31jan2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported by the customer that the device was broken/damaged, door damaged/broken. Needs pm. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device was broken/damaged, door damaged/broken. Needs pm. There was no patient involvement.